Event description:
It was reported that ultrasafe plus x100l png clear had a safety failure. This was discovered during use. The following information was provided by the initial reporter: an experienced health care provider (hpc) tried to administer the product but failed to activate the device. Hcp reported a defect to the ¿ang safety mechanism¿ and could therefore not activate the device.

Manufacturer narrative:
Investigation: neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. It should be noted that tests performed by bd tatabánya during production controls are related to the assembled device, without using syringe and plunger rod. Testing of combination product is out of scope for safety device manufacturing. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that ultrasafe plus x100l png clear had a safety failure. This was discovered during use. The following information was provided by the initial reporter: an experienced health care provider (hpc) tried to administer the product but failed to activate the device. Hcp reported a defect to the ¿ang safety mechanism¿ and could therefore not activate the device.